Manufacturer narrative:
Film analysis summary: the exact cause of the reported inability to fully deploy the limb could not be determined from the pre-implant films and reported information. Images during implant, including the anatomical location of the limb, were not available for return. Post-implant CT¿s were also not provided. Review of pre-implant CT¿s revealed that the patient¿s proximal neck was severely angulated and extensively calcified. The infrarenal neck maximum angulation measured ~80 deg lt-rt; relative to the distal aorta. The iliac arteries were non-tortuous; however, the take-off of the left common iliac was acutely angulated laterally ~100deg, and the common iliac arteries were severely calcified; bilaterally. It is possible that the severely tortuous and calcified anatomy, especially if the stent graft was implanted via the left side, may have contributed to the reported inability to fully deploy the limb due to high deployment forces that may have been encountered. A device issue cannot be ruled out as a potential cause. The delivery system is pending return for analysis and the results will be summarized in a separate report. If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant ii stent graft system was implanted in a patient for the endovascular treatment of a 63mm diameter abdominal aortic aneurysm. Heli-fx endoanchors were also implanted successfully during the procedure. It was reported that during the index procedure the bifurcate stent graft and ipsilateral limb were deployed without any difficulty. However, when deploying this limb the delivery mechanism jammed and failed to deploy fully after about five stents were deployed. It was reported the stent graft limb was difficult to deploy from the start. It was reported the physician then attempted to reverse the delivery system and redeploy but this was unsuccessful. The physician dismantled the delivery system to manually deploy the stent graft limb. Deployment of the limb successful but still extremely difficult. No kinks were noted on the delivery system after removal from the patient. Per the physician, the cause of the event was due to faulty mechanism within the delivery system. No additional clinical sequelae were reported, and the patient is fine.

Manufacturer narrative:
Additional information; it was reported that the implantation of the endurant limb that experienced deployment difficulty was performed via the left femoral artery. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device evaluation summary; device decontaminated with cidex-opa pending further device testing to support the final product analysis findings. The delivery system returned with the handle disassembled. A kink was observed on the proximal graft cover immediately distal to the hypotube. The distal end of the stent stop was damaged with material bunched on one side. Slight nicks were evident to the inner slider assembly. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information received; during the index procedure due to difficulties with deploying the limb, the limb deployed longer than anticipated. The physician placed a snorkel into the internal iliac to maintain patency. If information is provided in the future, a supplemental report will be issued.